Manufacturer narrative:
Date of event, implant date: estimated dates. The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of stenosis, thrombosis, and hemorrhage are listed in the supera peripheral stent system instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported stenosis, thrombosis, and hemorrhage, and the relationship to the product, if any, cannot be determined. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Additionally, based on the reported information, the reported death appears not related to the device or the procedure. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The adverse events reported for the three patient cases are being filed under separate medwatch report #s. Article titled: "use of the helical supera¿ stent and passeo-18 lux¿ drug-coated balloon to treat recurrent cephalic arch stenosis for dysfunctional brachiocephalic fistulas: 1 year results of the arch v supera-lux study".

Event description:
It was reported thru review of an article where the study evaluated the safety and efficacy of the combination therapy of the supera self expanding stent system (sess) and a non-abbott drug coated balloon elution to treat recurrent cephalic arch stenosis (cas) in the setting of av access dysfunction. Although some complications were noted with all devices discussed, the complications specifically for the supera included (thrombosis, hemorrhage, restenosis, rehospitalization and revascularization). Additionally, three deaths were captured; however, those were reportedly due to patient underlying co-morbidities. The study concluded that the concomitant use of the supera stent and the non-abbott drug coated balloon is safe and satisfactory. Specific patient information is documented as unknown. Details are listed in the attached article, titled "use of the helical supera¿ stent and passeo-18 lux¿ drug-coated balloon to treat recurrent cephalic arch stenosis for dysfunctional brachiocephalic fistulas: 1 year results of the arch v supera-lux study".